Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. Fse performed full preventive maintenance and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Corrected data: b5, e3 updated data: b4, g3, g6, h2, h10, h11

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure. There was no patient involvement.